Event description:
The customer was hospitalized for high blood sugar levels. It was indicated that the family member did not have the pump with them when they called in. The contact was instructed to call the helpline when the pump is with them to troubleshoot. No further details.